Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not recognized. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. A visual inspection did not reveal any damage. The instrument passed electrical continuity test and was subsequently installed and driven on an in-house system. It successfully passed recognition and engagement tests, demonstrated full and intuitive range of motion in all directions, and the grips opened and closed properly. The instrument also passed the grip test in three out of three attempts and was found to be fully functional. No recognition errors were identified in the system logs, and no product issue was detected. The instrument had charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of this damage, a portion of the active electrode (grip), which is not normally exposed, was visible. A review of the procedure logs indicated that a monopolar instrument was used during the case. The probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.